Event description:
Consumer reported that the head of the sonic toothbrush disengaged during use. This is regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2011-00014. Note: this report is a result of a teleconference between church and dwight co., inc and the medical device policy branch on sep 20, 2011, where clarification was provided on "reportable malfunctions." This entailed reviewing consumer complaint files from jan 2009 to dec 2011 to identify and submit all meeting these criteria.

Manufacturer narrative:
Head 92631a; manufacture date: 09/20/2009. The head was mfg at the following location. Contract MFR: trisa (B)(4). The body was made at the following location. Contract MFR: hayco ltd. (B)(4). Conclusion: pull off force measured is above minimum spec limit.